Manufacturer narrative:
The field service engineer determined the rinse tubing was damaged due to customer performed maintenance. The damaged tubing and cuvettes were replaced. The gear pump was adjusted. The customer ran controls and these recovered within the customer's specifications. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Upon review of quality control data, controls were within range for all levels on the reagent pack designated as the current (in use) pack. The third level of control was outside of range on the standby reagent pack. It is unknown if the pack designated as current or if the pack designated as standby was in use at the time of sample measurement. Upon review of the alarm trace, there were abnormal aspiration errors on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 7.42 mg/dl and this value was reported outside of the laboratory. A second sample collected from the patient resulted in a creatinine value of 2.2 mg/dl. The 2.2 mg/dl value was deemed correct. The doctor questioned the initial value from the complained sample and requested a repeat of the sample. The complained sample was then repeated, resulting in a creatinine value of 1.71 mg/dl. The creatinine reagent lot number was 59413301, with an expiration date of 31-aug-2022.